Manufacturer narrative:
Na

Event description:
The customer reported, the ventilator went vent inop while in use on a patient. The customer reported there was no patient harm. The customer did not report an alarm at the time of occurrence. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to an oxygen motor error. The service technician replaced the oxygen motor controller pcb as a precaution. Performance verification testing was completed and the ventilator passed per operating specifications, including all alarms.